Event description:
A pt reported blood glucose results of "132 mg/dl" with a lifescan meter and "82 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that could be expected to change the blood glucose. The pt had no control to test the meter and strips. Product was replaced.